Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension enb procedure on (B)(6) 2016. The patient died on (B)(6) 2016 from multi-organ failure. The physician reported the death is not related to the superdimension device or the enb procedure. If additional information is obtained a follow-up report will be submitted.